Manufacturer narrative:
Batch review performed on 29-dec-2023: lot 2209156: (B)(4) items manufactured and released on 21-sep-2022. Expiration date: 2027-09-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Clinical evaluation performed by medacta medical affairs manager: revision at about 6 months after primary tha, due to a loose stem. Since only 6 months have passed, it seems the stem had never found primary stability. It may be due to the undersized stem or due to other factors which we cannot determine also because no other images of different projections are provided. The reason of this failure cannot be determined.

Event description:
At about 6 months after primary, the patient came in reporting pain due to a loose stem and the cause is unknown. The surgeon revised successfully the stem and head.